Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station time was incorrect. A technical support specialist (tss) updated station time using knowledge article "device time is incorrect" and customer gave permission for case closure after verifying that the station no longer showed critical override status. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es need time adjusted on station. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.